Manufacturer narrative:
Continuation of d10: product ID harmony-dcs; product lot/serial number unknown; product type: delivery catheter system; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of the transcatheter bioprosthetic pulmonary valve premature ventricular beats were identified. An electrocardiogram (ECG) performed on the first and second days following the valve implant procedure also noted premature ventricular beats. No patient complications were reported as a result of this event. Treatment was initially reported as not required. However, a beta-blocker was later reported as provided after the implant as an anti-arrhythmic. The physician indicated the premature beats were probably related to the implant procedure and the valve. The event was ongoing.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the post implant transthoracic echocardiogram (tte) identified trace/trivial paravalvular leak (pvl) and trace/trivial tricuspid regurgitation. Central pulmonary regurgitation was absent. No patient symptoms or treatment reported at that time. The patient would have additional imaging at the 6-month follow-up timeframe.

Manufacturer narrative:
Imaging review: a pre-implant magnetic resonance imaging (MRI) from (B)(6) 2025, review identified right ventricular (rv) enlargement. A pre-implant computed tomography (CT) from (B)(6) 2025, review identified annulus measurements of a minimum of 28.3 millimeters (mm), a maximum of 32.6 mm, a perimeter derived measurement of 30.8 mm, and a perimeter of 96.9 mm. A pre-implant: transthoracic echocardiogram (tte) from (B)(6) 2025, was reviewed. Severe pulmonary regurgitation and moderate right ventricular enlargement were noted. The peak velocity across the pulmonary valve measured 1.75 meters per second (m/s) with a peak gradient of 12 millimeters of mercury (mm hg). Mild tricuspid regurgitation and an estimated right ventricular systolic pressure (rvsp) of 28 mmhg + central venous pressure (cvp) were also identified. Fluoroscopic imaging from the procedure noted the transcatheter pulmonary valve was implanted in the annular position with a lack of anchoring which caused a back and forth movement of the transcatheter pulmonary valve in the main pulmonary artery (mpa) that could have led to paravalvular leak (pvl). A discharge x-ray was reviewed. A review of the discharge tte from november 26, 2025 noted a normal left ventricle (lv) size and function. Rv enlargement with a mild decrease in function was identified. The transcatheter pulmonary valve (tpv) appeared seated in an annular position with no central leak and mild paravalvular leak. The peak velocity across the transcatheter pulmonary valve measured 2.2 m/s with a peak gradient of 20 mmhg). Mild tricuspid regurgitation and an rvsp of 31 mmhg + cvp were also identified. In conclusion, magnetic resonance imaging (MRI), computed tomography (CT), fluoroscopic imaging, and echocardiographic imaging were reviewed. The transcatheter pulmonary valve appeared seated in the annular position. Valve leaflet motion appeared normal. There was no evidence of central pulmonary regurgitation and possible mild pvl. There was no obvious device frame configuration issues. No obvious arrythmia noted, however, an echocardiogram is not an assessment of cardiac rhythm. Updated data: e1, e4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the ectopy was still in process. These beats were reported as benign-looking, long-coupled ¿vd infundibular¿. The physician indicated the valve was implanted in the annular position and the implant depth did contribute to the premature beats.